Event description:
Closed reduction in the hip due to luxation was performed. The cause of the luxation is unknown but no product was explanted.

Manufacturer narrative:
Results of investigation: a closed reduction on the hip due to luxation was reported. The bicon-plus insert and shell were not explanted and an evaluation of the products could not be conducted. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported failure mode. A review of the complaint history revealed no other complaints for the batches in question nor similar complaints for the devices in scope. Upon a medical investigation, the root cause of the dislocation/ luxation cannot be concluded. However, as the ¿expert opinion¿ report states, the combination of components from two different manufacturers could have contributed to the issue. As stated in the instruction for use (lit. No. 12.23 ed. 05/16), the implantation of a smith and nephew product with a product of another manufacturer constitutes an off-label use. This combination has not been validated by smith and nephew and no data is available on its long term performance. Without additional supporting clinical/medical documents, a thorough investigation cannot be performed. The root cause of reported dislocation/ luxation cannot clearly be reproduced and stays undetermined. The executed investigation steps give no indication for the need of corrective action. Nevertheless, smith and nephew will continue to monitor this device for similar issues. The complaint will be reopened should additional information or the devices be received.